Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 50 days (21may2022 ¿ 11jul2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on 01jul2022 at 8:45 correlating to an ebb signal fault flag. A no external power alarm was also observed at this time even though the patient was still fully connected to power. The alarm resolved within the next recorded event, and no other notable events were observed. The system controller (serial number unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with backup battery fault and no external power conditions. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files revealed two emergency backup battery (ebb) fault alarms on 01jul2022 that self-corrected. It was noted that the ebb expiration date was 01jul2022. Further analysis of the log file revealed an atypical no external power alarm that occurred while power was still connected.